Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not working. Boston scientific technical services (ts) discussed that the health care professional (hcp) can turn the lead off electronically and did not need to do a surgical procedure. Moreover, no documentation that the lead has been disconnected from the device and most likely device was programmed to right ventricular (rv) only pacing for some reason. As of this time, the lead remains in service. No adverse patient effects reported.